Manufacturer narrative:
Received follow up from the patient's clinic who reported that the patient's peritonitis was resolved.

Event description:
Received follow up from the patient's clinic who reported that the patient's peritonitis was resolved.

Manufacturer narrative:
(B)(4). The liberty cycler was not repaired or returned to the plant for investigation. An investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the device record review confirmed the labeling, material, and process controls were within specification. There was no information provided that indicated a causal relationship between the peritoneal dialysis and use of fresenius products and the peritonitis. The most common cause of peritonitis is a breach in technique or biofilm on the peritoneal dialysis catheter. The peritonitis was likely caused by contamination involving the patient¿s pet cat.

Event description:
Peritoneal dialysis patient report drain complications and an infection of the peritoneum. The patient stated that there was a yellow substance found to be causing an obstruction that was similar in shape to fibrin. The peritoneal dialysis nurse confirmed that the patient was initially treated for the infection with the antibiotics vancomycin and gentamicin. Peritoneal dialysis fluid culture collected on (B)(6) 2017 reported a positive result of gram negative bacilli with the organism pasteurella multocida. The treatment plan was updated to include treatment with gentamicin for two weeks followed by levaquin for one month. The peritoneal dialysis nurse reported that the peritonitis was likely caused by the patient¿s pet cat.